Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap appendectomy. Event description: additional information received from applied medical representative via email on 7-mar-2022: the patient had 2 previous c-sections as their only previous surgery. During the procedure there was lots of twisting and pushing. After about 15 minutes of trying the trocar entered the abdomen with the tip hanging off slightly. The registrar used a grasper to remove the tip before it could drop into the space. The trocar was then removed and replaced with another without issues the procedure was a lap appendectomy. This was the third trocar placed, 2 others were already in place. The trocar was inserted under vision. Other than the other trocars, there were no instruments in the operating field. The trocar was inserted below the umbilicus, left abdominal. As far as the customer is aware, the tip of the obturator did not come into contact with hard/dense surfaces. In surgery, the staff was happy with the retrieval, however confirmation will follow if all pieces were retrieved. The device has been disposed of. Intervention: change of device. Patient status: unaware.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured obturator tip. Based on the event description and the photos provided, it is likely that the reported event was caused by high insertion force that caused the obturator tip to fracture during insertion. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap appendectomy. Event description: additional information received from applied medical representative via email on 7-mar-2022: the patient had 2 previous c-sections as their only previous surgery. During the procedure there was lots of twisting and pushing. After about 15 minutes of trying the trocar entered the abdomen with the tip hanging off slightly. The registrar used a grasper to remove the tip before it could drop into the space. The trocar was then removed and replaced with another without issues the procedure was a lap appendectomy. This was the third trocar placed, 2 others were already in place. The trocar was inserted under vision. Other than the other trocars, there were no instruments in the operating field. The trocar was inserted below the umbilicus, left abdominal. As far as the customer is aware, the tip of the obturator did not come into contact with hard/dense surfaces. In surgery, the staff was happy with the retrieval, however confirmation will follow if all pieces were retrieved. The device has been disposed of. Intervention: change of device. Patient status: unaware.